Manufacturer narrative:
H10: the actual device was not available; however a photograph of the sample was provided for evaluation. A review of the photograph showed the patient connector of the cassette attached to the transfer set after being cut off from the rest of the cassette. Due to the nature of the sample, no further evaluation could be performed. The reported connection issue could not be verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
G1 manufacturing facility - this device was manufactured at one of the two following manufacturing sites: baxter healthcare - mountain home 1900 n highway 201 mountain home, ar 72653 united states. Baxter healthcare - dominican republic carretera sanchez km 18.5, parque industrial itabo, piisa haina, san cristobal 91000 dominican republic. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between a minicap transfer set and the patient line of a homechoice cassette. This occurred during after treatment of peritoneal dialysis (pd) therapy. The connection issue was further described as ¿could not disconnect the patient line from the dark blue body of the transfer set¿. The dark blue body (female connector) of the transfer set continued to turn but would not detach from the patient line; there were no visual abnormalities. The patient line was cut to disconnect. There was no report of patient injury or medical intervention associated with this event. No additional information is available.